Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The aviva meter gave blood glucose results of 6.1 mmol/l and 13.2 mmol/l within 10 minutes. No adverse events reported, replacing and returning meter and test strips.